Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during drain 2 of 4 on the homechoice machine(hc). The home patient(hp) stated they disconnected during the dwell. The technical service representative(tsr) assisted the home patient(hp) to clear the alarm by turning the hc off and on. System error 2367 alarm occurred. The tsr advised the hp to contact their nurse. The hp elected to finish therapy with a manual bag. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The root cause was identified to be use error - patient disconnecting from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.